Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was initially learned through implant patient registry. Through follow-up with the health-care provider, we received an operative report for the procedure occurring approximately one month prior to the patient's death. We also learned that the device was not explanted, therefore, is not available for return. A device history record review is in process.

Event description:
It was reported that the patient has expired after implant duration of approximately 1.2 months, due to cardiac arrest. The patient also had the following: metabolic acidosis, lactic acidosis, anoxic encephalopathy, respiratory failure, coagulopathy and acute blood loss anemia. Patient also had a model 4700 implanted. No further details regarding the patient's death were provided.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.